Event description:
It was reported that the device experienced a power on reset (por) due to external radiation. Device was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters device experienced a critical ram parity error por on (B)(6) 2011 in location "11 fe". Device should be able to recover from the event and continue normal function.